Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm access was reported to be a little difficult with mild stenosis on the right side, but there was little tortuosity and mild calcification bilaterally. It was reported that there were no serious problems during the implant procedure, and that the devices were deployed successfully with no endoleaks or dissections on final angiogram. The pt's blood pressure was normal at the conclusion of the procedure. In the recovery room, the pt was extubated and was reported to be well when their blood pressure dropped suddenly. The pt was returned to the operating room for open exploration, and no blood was reported to be leaking into the abdomen. It was reported that the stent graft looked fine, and no endoleaks noted. The pt expired on the table due to severe blood loss, despite resuscitation measures. A post-mortem examination revealed a ruptured right external iliac artery that was bleeding into the retroperitoneal cavity. The stent graft did not cover the area of rupture, and it was reported to be not diseased. It was reported that the minor access problems with the 22 french sheath may have weakened the arterial wall, which contributed to the rupture.